Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she has fallen out of the chair three times. She also alleges unit constantly locks, must restart. Dealer has been out a few times. Unable to go over any lip in doorways. Will give fault codes or shut down.

Manufacturer narrative:
Unit repaired in the field.

Event description:
Consumer alleges she has fallen out of the chair three times. She also alleges unit constantly locks, must restart. Dealer has been out a few times. Unable to go over any lip in doorways. Will give fault codes or shut down.